Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and claimed the continuous glucose monitoring system did not alert her. The user did not require medical attention.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
After investigating the data available from the senseonics data management system (dms) and the user's shared transmitter log, the system worked as per the expected clinical performance and the eversense cgm low glucose alert was not asserted because the eversense sensor glucose measurement did not cross the user set low glucose alert threshold of 65mg/dl.